Event description:
The physician was using an endeavor resolute rx drug eluting to treat a lesion in the lad. The lesion was 80% stenosed. Device was inspected prior to use with no issues noted. The device was unable to cross the lesion. The device was removed and another device was used to complete the procedure. There was no patient sequelae reported. Device evaluation: the distal tip was slightly flared. The 14th and 15th proximal segments of the stent had raised struts and were partially deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (failure to deliver the stent and stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 80% stenosis. Deformation problem conclusion code results. Inherent risk of procedure ¿ (failure to deliver the stent and stent deformation). Device failure/lack of effectiveness related to patient condition (lesion morphology) 80% stenosis.